Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing far r-wave oversensing in their implantable cardioverter defibrillator. No programming changes were made at the time. No patient symptoms were reported.

Event description:
New information noted that the patient presented in clinic on (B)(4) 2018. Programming changes were made to resolve the issue. Patient remained asymptomatic throughout the event.